Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 391 mg/dl. A system check was performed and the infusion tubing was identified as a possible cause; however, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. The tubing was changed to address the event.